Event description:
It was reported that this pt experienced a lack of benefit from his cochlear implant. The audiologist determined that there was no telemetry and that communication could not be established with the implant. The surgeon explanted the device in 2006, and reimplanted the pt with a new device.